Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing scale markings as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode missing scale markings. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with bd preset¿ arterial blood collection syringe the scale markings were discovered to be missing. The device was replaced. The following information was provided by the initial reporter, translated from chinese to english: (B)(6) 2022 11:30, when the nurse in the responsible group was drawing arterial blood for an 8-bed patient, he found that the syringe of the arterial blood collection device was not printed with a scale line and could not be used normally. He immediately explained to the patient and replaced the normal arterial blood collection device to continue operate.